Event description:
It was reported that the device would not recognize a connection to a training mannequin. The customer determined that the quik-combo therapy cable failed. There was no pt used associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. F/u with the rptr confirmed that the customer replaced the therapy cable to resolve the issue. The device returned to service for use. The removed therapy cable was not returned to physio-control for analysis.